Event description:
It was reported that a pump declared alarm 20 during its operation. There was no adverse impact to the customer's blood glucose level. The customer has experienced similar alarms previously and contacted technical support, who decided to replace the pump under warranty. The customer, lacking backup therapy for insulin delivery, was advised to consult with their healthcare provider. Technical support confirmed the shipping address, provided instructions for putting the pump into storage mode, and instructed the customer to return the malfunctioning pump using a pre-paid label within ten days.